Event description:
It was reported that the patient presented via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed episodes of non-sustained right ventricular oversensing caused by ventricular loss of capture. No changes were made. The patient is stable.